Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the suture passer needle broke in the patient and the broken tip remained in the patient. A backup device was available. A short delay of less than 30 minutes was reported with no patient impact.